Event description:
8/4/97-automatic implantable cardioverter defribrillator implanted, antibiotic prophlaxis for 3 days. Pt returned to clinic 1 week later for wound check, no signs of infection. 8/24/97-presents to ER complaining of chills for 3 days. Lt anterior chest wall (automatic implantable cardioverter defibrillator pocket) found to be tender, edematous w/erythema. 8/25/97-automatic implantable cardioverter defribillator explanted-large amount of "chocolate colored, blood fluid was evacuated, and tehre was gross purulence", noted. Pt placed on vancomycin and ancef. Pt was reimplanted, 9/9/97-did very well. Discharged-9/12/97.